Manufacturer narrative:
Concomitant medical products: product ID: 748951, serial#: (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 748951, serial#: (B)(4), implanted: 2003, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-mar-19, information was received from the healthcare provider via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that per device registration the scs devices were explanted. In a recent x-ray, it showed the leads and extensions were abandoned. Patient had been having mris thinking that the leads were explanted. The hcp was wondering if this was what caused the syrinx. Issue not resolved. On 2020-mar-27, additional information was received from the manufacturer representative (rep) reporting that it appeared that when the pump implant was done the patient was told that their scs was explanted. Registration however failed to show that the battery was explanted but leads were abandoned. The patient had mris done because they thought that they were clear to have them. However, an x-ray showed that the leads and extensions that showed were explanted, were actually still in place. The physician was wanting a report done because after reviewing the x-ray and the MRI, they noticed a syrinx at the lead site. No further complications were reported/anticipated.